Manufacturer narrative:
Investigation summary: no sample is returned. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of package damaged / defective / other with lot #9056795 regarding item #305763. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of shield missing with lot #9056795 regarding item #305763. Investigation conclusion: unable to confirm the customer experience as no photo/ sample was returned for investigation. Root cause description: root cause could not be determined. The complaint will be re-open and re-investigated if photo / sample is returned. Rationale: the complaint will continue to be tracked and monitored.

Event description:
It was reported that needle eclipse 22x1-1/2 rb came without a shield. This was discovered before use. The following information was provided by the initial reporter: material no.: 305763, batch no.: 9056795. It was reported that the needle was found without a shield and already open. Per email: one of the techs opened an angio pack, and found out one of the safety needles without a cap and open. He did not stick himself, but thought we should report for quality.